Event description:
It is reported that the customer had high blood glucose levels of 134 mg/dl. The customer reported a crack on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Findings: unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched display window. Unit received with stripped battery cap coin slot.